Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Device manufacture date: 1999. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the phaco procedure, (B)(4) on sovereign system. It was stated that the customer has no back up system and therefore, doctor postponed the operation for the next day. It was noted that there is no plan for repair of the unit and doctor is going to use the another system for the next day surgery. No patient injury reported.